Event description:
It was reported that (2) lcsc5 were used during a lap nissen fundoplication procedure. It was reported by the rep that the enclosed lcsc that is taped closed stalled about one hour into the case. The nurse stated when nurse went to the store room to get another lcsc5, the nurse found that the packaging was damaged. Opened another device to complete the case. There was no consequence to pt.